Event description:
It was reported that a dell hand held device's serial adapter cable was loose at the connection point. The reporter indicated that no software issues were experienced but that in order to successfully use the device, he would have to physically hold the cable in place. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contributed to a death or serious injury.